Manufacturer narrative:
(B)(4). Physio-control examined the customer's device but was unable to duplicate or verify the reported issue. The customer did not provide either the defibrillation electrodes or the quik-combo therapy cable from the event for evaluation. After observing proper device operation through functional and performance testing the unit was returned to the customer for use. Physio later learned from a cardiac ICU nurse at the facility that they believe that the device may not have been in paddles lead ECG when they initially attempted to get the patient's rhythm using the defibrillation electrodes, which may explain why they did not get a connection. This does not explain, however, how during the attempt to connect the second set of electrodes with the initial device, that the unit would charge, but not shock, when prompted. While in sync mode (which is necessary for synchronized cardioversion) device users are instructed to press and hold the shock button(s) until discharge occurs with the next detected qrs complex and then release the shock button(s) in order to deliver the shock. Due to the amount of time that had elapsed from when the incident occurred and when it was reported to physio-control, the electronic patient record from the event had been overwritten and was no longer in the device's memory. The cause of the reported issue could not be determined.

Event description:
The customer, a biomedical engineer, contacted physio-control to report that back in (B)(6) 2014, their device was involved in a patient event where it would not deliver a synchronized cardioversion shock during a procedure. The exact date of the event was not known. The customer advised that during the procedure their device was connected to a patient via defibrillation electrodes (brand unknown). The device end users were unable to view the patient¿s heart rhythm via the defibrillation electrodes, so another set of defibrillation electrodes (brand unknown) were obtained and connected to the patient. They were still unable to get a rhythm using the second set of defibrillation electrodes. An ECG cable was then connected to the patient and the device. They were then able to obtain a hearth rhythm via the ECG electrodes and charge the device; however, the device would not provide a shock to the patient when prompted. The device end users then obtained a backup device and connected the patient to the device via a new quik-combo therapy cable and the second set of defibrillation electrodes. They were then able to obtain the patient¿s heart rhythm, charge the device and provide a synchronized shock to the patient. The patient survived the event and there were no adverse effects reported.